Manufacturer narrative:
(B)(4). The therapy date for the following device is unknown: model: unknown, scs lead sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation therapy. An sjm representative met with the patient for troubleshooting and diagnostic testing identified high impedance measurements. In turn, surgical intervention was undertaken. Intra-op testing identified the patient's extensions was broken. As a result, the patient's extension was explanted and replaced which resolved the issue. Therapy was restored post-operative.